Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the cardiac resynchronization therapy defibrillator delivered inappropriate antitachycardia pacing on (B)(6) 2019. The device was reprogrammed on (B)(6) 2019. The patient was asymptomatic during the inappropriate antitachycardia pacing episode, was asymptomatic after reprogramming, and would be monitored.